Manufacturer narrative:
Qn# (B)(4). It was reported that a device issue occurred; however, no sample or photographic evidence was provided for evaluation. Visual, dimensional, and functional inspections could not be performed due to the absence of a returned sample. Additional testing was also not conducted for this reason. A device history record (DHR) review was conducted for lot number 40e25h5701. The lot was manufactured in accordance with release sp ecifications, and no manufacturing or quality-related issues were identified that could be associated with the reported condition. Based on the limited information available and the absence of a returned sample, the reported issue could not be confirmed, and the root cause could not be determined. No corrective or preventive actions were initiated, as the reported condition could not be verified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during the operative procedure, the endotracheal cuff deflated, resulting in a significant leak. All aspects of the airway were assessed immediately to identify the location and reason for the leak. There was no suggestion of patient positional changes during surgery and no indication of external pressure applied to any aspect of airway delivery. The source of the leak was identified as tube cuff deflation. Reinflation of the pilot cuff was actioned immediately, resolving the leak. Following successful extubation, the endotracheal tube was examined and no tears or holes were present in the cuff."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the operative procedure, the endotracheal cuff deflated, resulting in a significant leak. All aspects of the airway were assessed immediately to identify the location and reason for the leak. There was no suggestion of patient positional changes during surgery and no indication of external pressure applied to any aspect of airway delivery. The source of the leak was identified as tube cuff deflation. Reinflation of the pilot cuff was actioned immediately, resolving the leak. Following successful extubation, the endotracheal tube was examined and no tears or holes were present in the cuff".